Manufacturer narrative:
A good faith effort will be made to obtain the applicable information relevant to the report. If information is provided in the future, a supplemental report will be issued.

Manufacturer narrative:
(B)(4). Neither the device nor films of applicable imaging studies were returned to the manufacturer for evaluation. Therefore, we are unable to determine the definitive cause of the reported event. A good faith effort will be made to obtain the applicable information relevant to the report. If information is provided in the future, a supplemental report will be issued.

Event description:
It was reported that, on (B)(6) 2016, patient presented with pre-operative diagnosis: th12 burst fracture and lumbar spinal canal stenosis and underwent procedure: th10/l3: posterior spinal fusion, l2/3: posterior lumbar interbody fusion. On (B)(6) 2017, post-op, infection at plif cage was observed. Patient did not achieve solid fusion due to infection. On (B)(6) 2017, anterior fusion(removal of cage, bone autografting) was conducted.